Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: the device related to the reported event of capsular contracture was received on february 21, 2020 with lot number 2368404. Analysis of the returned device identified: creases fold, deformation device, wear abrasion, yellow biological tissue and weigh to the spec. Cloudy and voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture baker grade iii on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii on right side, device has been explanted.